Manufacturer narrative:
Evaluation summary: the development department classified the risk for infection as minimal as the guaranteed period of 59 months has a safety period. Further we can reference on test results carried out by foreign country, where it was proved in several longitudinal studies that the implants were still sterile after 59 months and after 71 months.

Event description:
The customer reported via the sales rep that a condyle screw was implanted into a patient. It is further reported that the expiry date of the device is 2008.